Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, a dft test was performed on the device. Review of the egm did not show any episode diagnostics. It is believed that the episodes were not retained as the programming was performed too soon after the episode ended. Device was left implanted.